Event description:
Upon reviewing the films prior to removal,the filter was discovered to have shifted caudally 2cm.it was implanted 1-2 cm below the lowest renal vein.an upper leg and arm reportedly perforated the left wall of the vena cava and are sticking out 1-2 cm.there was no extravasion noted.the filter was not removed.